Event description:
It was reported that the patient developed a hematoma at the implant site of the cardiac resynchronization therapy defibrillator (crt-d) the day of the implant procedure. While still in the hospital, an ice pack and pressure dressing were applied and an analgesic was administered. This patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.